Manufacturer narrative:
Pump passed operating current, unexpected restart error test, displacement test but compromised force sensor alarmed during the basic occlusion test due to loose and or protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor alarm. Pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, burn marks on case and cracked battery tube threads. (B)(4).

Event description:
Pump passed operating current, unexpected restart error test, displacement test but compromised force sensor alarmed during the basic occlusion test due to loose and or protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor alarm. Pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, burn marks on case and cracked battery tube threads.